Manufacturer narrative:
(B)(4)

Event description:
It was reported a remote merlin transmission revealed an instance of inappropriate auto mode switching episodes due to noise on the atrial channel. Noise was reproducible through extremity adduction when the patient visited in-clinic. The patient was asymptomatic. Several programming changes were completed. The patient will continue to be monitored.